Event description:
It was reported that the pt was successfuly separated from bypass after open heart surgery. She was given protamine sulfate to reverse the previously administered heparin and suffered a severe reaction, and was placed back on bypass. An iab was inserted, but there was no augmentation on the arterial pressure curve; however, the pump did not alarm. The pt was unable to be separated from bypass and expired. It is the opinion of the clinical specialist that the lack of augmentation may have contributed to the pt's outcome.